Event description:
It was reported that the customer had low blood glucose levels of 22 mg/dl. The customer was reportedly treated by emergency medical services and taken to the hospital. The customer was treated with glucose tablets and a glucagon shot. Troubleshooting was done. The mother of the customer reported that the programming on the insulin pump appeared to be normal. It was also reported that the customer had already met with an endocrinologist who checked the customer's basal rate and bolus history which appeared to be normal. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.